Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook fusion pre-loaded with acrobat 2 wire guide. It was reported that the wire guided breakthrough channel didn't work as intended and it extracted the wire guide from the bile duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continue e1-phone number: (B)(6). Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The 3 device photos provided show the distal end of the catheter, it the catheter's zip port appears to have been fully utilized with rippling noted along the catheter, indicative of the alleged difficulty reported by the user. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. A photo of the lot number was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report based on the condition of the photographed device. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance while performing the zip exchange can occur if the catheter of the sphincterotome becomes damaged (i.e. Kink or bent). A kink or bend in the catheter can compress the wire guide lumen compromising the zipping process. A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user "the elevator should remain open/down when advancing or retracting the sphincterotome." If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome. Prior to distribution, all fusion omni-tome sphincterotomes pre-loaded with acrobat 2 wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.